Event description:
A respiratory therapist from the home healthcare company report that, "on friday, at approximately 4:00pm, the ltv cycled off and back on three times within a 15 minute period. Ventilator displayed reset at each event." No allegation of patient harm. The inop alarm was activated.